Manufacturer narrative:
The product identity of the tmj mandible was confirmed in the product evaluation. The identities of the screws could not be confirmed as they weren¿t returned with the mandible. The returned mandible shows no indications of a manufacturing defect. In correspondence with the sales representative the surgeon stated that after a sagittal split osteotomy (sso) surgery on the patient¿s right side of the face, the patient had a new occlusion and the surgeon wanted to change to a different size mandible implant on the left. The surgeon conducted the revision to change the implant size, therefore the complaint is confirmed. The most likely underlying cause of this complaint is due to the patient¿s new occlusion after sso on the right.

Manufacturer narrative:
(B)(4). Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Based on the information provided by the surgeon, the cause of the revision is the need for an sso on the right side which resulted in the need for a different mandibular component on the left side. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent. Report one of four for the same event, reference reports 0001032347-2017-00312, -00313, and -00314.

Event description:
It was reported there was a revision surgery, however there were no complications with the implant itself; the occlusion changed and therefore a new implant was needed. The patient had a malocclusion and needed a sagittal split osteotomy (sso) on the left side to get a good bite. This had nothing to do with fit, but rather a new occlusion after the sso on the right side, which necessitated a different mandibular component. The surgeon performed a sagittal split osteotomy on the right side and replaced the left mandibular component. The patient is doing great.

Manufacturer narrative:
It is reported the screws in reports 0001032347-2017-00312, -00313, and -00314 will not be returned by the facility. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.